Event description:
It was reported that a filter limb perforated the vena cava. There was no report of injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was not provided. There was no indication that the device was retrieved; therefore, the device is not available for evaluation. The event investigation is currently underway.